Event description:
The physician used a cook endoscopy triclip endoscopic clipping device during a gastroscopy procedure. While attempting to place the clip, the handle separated. Endoscope and triclip were completely removed from the patient. All parts of the device were successfully removed. Abandoned procedure, performed "redu" of procedure at a later time. The patient did not experience any adverse effects due to this observation. On 10/09/2006 additional information indicated that in addition to handle separation, the clip detached in the patient either open or half open and was retrieved, possibly with forceps. This information is contradictory to the initial information which did not indicate clip detachment and indicated "complete triclip with scope removed" when asked if anything had to be retrieved from the patient. Because the clip was returned still attached to the clip deployment device, this supports the initial information provided that indicated the complete clip device(deployment device and clip component) were removed from the patient along with the endoscope.

Manufacturer narrative:
This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury. Our evaluation of the returned device confirmed the report of handle breakage. The handle spool and stem have separated, rendering the device inoperable. The open clip remains attached to the drive cable. No other observations were made. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation along the glue joints. Also, the handles are worked to ensure smoothness of workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. This device was manufactured prior to implementation of the corrective aciton. No corrective action warranted at this time regarding premature clip deployment because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.